Manufacturer narrative:
B5: for clarification of troubleshooting, it was updated to troubleshooting was performed. E3: the healthcare provider (hcp) was a nurse. A1102 applies to system displayed "unable to interpret header data" when attempting to load an image onto the medtron medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Troubleshooting was performed by loading the exam via unstructured digital intercommunication of medicine (dicom), viewing files on a computer, and copying files to a universal serial bus (usb), but these were unsuccessful due to a lock on protected information.

Event description:
Medtronic received information regarding an navigation system being used for a functional endoscopic sinus surgery(fess) procedure. It was reported that when attempting to load an image onto the system, the system displayed unable to interpret image header data. Troubleshooting was performed by loading the exam via unstructured digital intercommunication of medicine (dicom), viewing files on a computer, and copying files to a universal serial bus (usb), but these were unsuccessful due to a lock on protected information. The exam contained a dicomdir file, and the exam slices varied significantly in size. The issue was identified as being likely caused by image compression. The site elected to abort the use of both the imaging and navigation for the procedure. The length of surgical delay was pending. The patient impact or outcome was pending.

Manufacturer narrative:
B5 has been updated and included here to ensure clarity in reporting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device pre-operatively to a functional endoscopic sinus surgery (fess) procedu re. It was reported that the system displayed "unable to interpret header data" when attempting to load an image onto the medtronic imaging system, leading to the abortion of both the imaging and navigation processes. The issue was identified as being likely caused by image compression. The site attempted several troubleshooting steps, including loading the exam via unstructured  digital intercommunication of medicine (dicom), viewing files on a computer, and copying files to a universal serial bus (usb), but these were unsuccessful due to a lock on protected information. The exam contained a dicomdir file, and the exam slices varied significantly in size.